Event description:
On (B) (6) 2008, a customer contacted a baxter technical service rep (tsr) regarding a reload set 184 alarm that appeared on the display of the home pt's (hp) homechoice (hc) machine during self testing/set up. The tsr explained the alarm to hp, had the hp close all the clamps, cycle the power off/on. At load cassette prompt, the tsr had the hp remove the cassette and inspect for rips/tears/cracks/hair/string. The hp stated that the cassette is leaking. On 05-14- 08, product surveillance spoke to the home pt (hp) about this incident of the hp having a leaking cassette during his therapy on (B) (6) 2008. The hp stated that there were little holes in the membrane of the plastic part after the cassette was loaded into the homechoice (hc) machine and the hcp started up. The hp noticed leak during hc self test. Hp stated he was told by tsr to start over with new supplies and same event happened. The hc was swapped that day. The hp said that he has not had any problems with the new hc and cassettes. The hp stated that there was no pt injury or medical intervention associated with this event.

Manufacturer narrative:
(B) (4).